Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Based on the investigation, the system did assert the low glucose alerts around 7:39 am est when the user set low glucose alert threshold was crossed. The reason why the assertion of the hypo alert was delayed is likely to be due to incorrect calibrations which were performed prior to the event--incorrect calibrations eventually led to sensor inaccuracies. The system reacted to the user's calibration inputs and functioned as designed. Result code updated to 213. Conclusion code updated to 19.

Event description:
On (B)(6) 2019,senseonics was made aware of an adverse event where the patient experienced hypoglycemia.